Event description:
It was reported that the patient's blood glucose level was over 20 mmol/l (360 mg/dl). The pod was worn between 4 and 24 hours on the abdomen. As treatment, a new pod was placed.

Manufacturer narrative:
Investigation found a tear in the exposed portion of the soft cannula. Fluid diverted through the tear upon manual rotation of the ratchet gear. Although the cannula was damaged, the timing and cause of the damage are unknown. The investigation also found damage to the distal tip of the formed needle. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.